Event description:
It was reported that the device battery voltage was 2.68 v, but review of device data showed the voltage at 2.93 v. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device went to eri (elective replacement indicator) earlier than expected. The device was explanted and replaced. It was further reported that it was believed that the device went to eri due to high battery impedance. Review of performance data confirmed this.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2009, the battery voltage with telemetry was 2.68v and the daily measurement was 2.93v.

Event description:
It was reported that the device battery voltage was 2.68 v, but review of device data showed the voltage at 2.93 v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2009, the battery voltage with telemetry was 2.68v and the daily measurement was 2.93v.